Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had sensing difficulties and it was difficult to find appropriate placement of the (rv) lead. The rv was not used and was replaced. No patient complications have been reported as a result of this event.